Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, racked battery tube threads, broken reservoir tube lip, missing reservoir tube o ring and missing end cap sticker.

Event description:
The customer reported via phone call that the o ring came out of the reservoir compartment and he could not put it back in and also the reservoir tube lip is chipped. Customer stated that the reservoir comes out of the insulin pump at least once a day. Issue has been happening for about a week. Customer did not know how the damage occurred. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.